Manufacturer narrative:
Final device analysis for the lead revealed no anomalies. (B)(4).

Event description:
It was reported that the physician was unable to reintroduce the stylet back into the lead component of the implantable neurostimulator (ins) system. The lead component was then replaced with no patient injuries reported. The patient status was reported as no injury or adverse event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).